Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore the reported condition could not be verified and the cause could not be identified. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an unspecified system error occurred during fill four of five on the home choice (hc). The home patient (hp) indicated they had ended therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.